Event description:
Customer states that a golvo lift is missing some parts causing the front caster to come off. No patient or caregiver impact.

Manufacturer narrative:
This issue has been resolved by the installation of new parts.